Manufacturer narrative:
(B)(4). Date sent: 08/24/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what continuous treatment has been provided to the patient for the past 10 years? =>no further information is available. Were there any documented issues with the device or procedure in the initial procedure 10 years ago? No further information is available. No further information will be provided."

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch # unk . The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What continuous treatment has been provided to the patient for the past 10 years? Were there any documented issues with the device or procedure in the initial procedure 10 years ago? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a hemorrhoidectomy, the surgery was performed 10 years ago, and since then the patient has felt a pain. The device was used on the anus. It is unknown if it is caused by the device. The continuous treatment is given. No further information is available.